Event description:
On (B)(6) 2013, patient reported the infusion set of the infusion device was leaking today. Patient stated she received an elevated blood glucose reading of 350 mg/dl so she bloused and then noticed that her shirt became wet. Patient's normal blood glucose level was not provided. Patient reported she smelled insulin and saw that the headset adhesive was also wet. Patient stated she does not believe this is due to poor absorption; the infusion set was leaking. Patient reported she changed the infusion head set and bolused again; no outside assistance was required and the issue did not persist. Patient stated she does hear an audible click when attaching the headset to the infusion set tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the material meets product specifications. Result a visual inspection and tests for flow, leak and click were performed on the returned used sample. All test results were within specifications. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. The batch record 0234225 was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.